Event description:
A customer reported alarm 25, indicating a potential issue with their device. The customer's blood glucose level was reported as "high," but the specific value was unknown. In response, the customer administered a correction injection using an alternative method and was advised by technical support that the alarm signaled the cartridge was removed during pumping. The customer acknowledged and understood the guidance provided.